Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.